Manufacturer narrative:
Additional information : imdrf annex b code and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada's canada vigilance program which states, "IV flashing red, reading downstream occlusion patient side. No audible alarm. Option on screen to cancel silence. This is a new option on new pumps. Unsure of how long pump was occluded as no alarm sound. Pump switched out but same series of events occurred." The customer later added the following information after their internal testing: biomedical engineering findings: - the pumps involved in this incident (fh102195 and fh118667) were sequestered and inspected by biomed. - biomed downloaded and reviewed the event logs - event logs showed that the device had it alarmed upon the occlusion and silence button was pressed to pause 'audible' alarm. - biomed performed the following tests to verify the alarm is working properly: * visual and audible alarm tests, passed * keypad test, passed * silence button test, passed * occlusion test, passed - based on the event logs and biomed functional checks, the device passed the test. - the devices have been returned to service. There was patient involvement but no harm.

Event description:
A report was received from health canada's canada vigilance program which states, "IV flashing red, reading downstream occlusion patient side. No audible alarm. Option on screen to cancel silence. This is a new option on new pumps. Unsure of how long pump was occluded as no alarm sound. Pump switched out but same series of events occurred." The customer later added the following information after their internal testing: biomedical engineering findings: the pumps involved in this incident (fh102195 and fh118667) were sequestered and inspected by biomed. Biomed downloaded and reviewed the event logs. Event logs showed that the device had it alarmed upon the occlusion and silence button was pressed to pause 'audible' alarm. Biomed performed the following tests to verify the alarm is working properly: visual and audible alarm tests, passed. Keypad test, passed. * silence button test, passed. Occlusion test, passed. Based on the event logs and biomed functional checks, the device passed the test. The devices have been returned to service. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.